Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/21/2016 with the following findings: the display lens was observed to be scratched. The pump was powered on with a blank display and remaining steps were unable to be completed. The pump was opened; the display screen was found to be cracked. A test screen was used and the display was clear and legible. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper. There was also a crack between the case seal and display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.